Event description:
It was reported that the lead exhibited loss of capture due to dislodgement. When the lead was withdrawn from the patient it was noted that there was a torn suture sleeve and insulation damage. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.